Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient was requiring treatment for diabetes related conditions from emergency medical services' health care providers. Reportedly, the patient was experiencing issues with their pump; however, the reporter did not indicate or describe the specific issues. The reporter also noted that the patient was diagnosed with a terminal illness. No further information was provided related to this complaint, and the reporter indicated that they did not want to be contacted by animas with follow-up questions. If additional information is provided, a supplemental report will be submitted. This complaint is being reported based on the allegation that the patient required treatment for conditions related to diabetes while using insulin pump therapy.